Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath was unable to be flushed. The sheath handle was opened and the pull wire windows were noted to be twisted, torn and fractured, the sheath inner lumen had been occluded by the torn sheath material. However, the torn pull wire windows are consistent with a leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the atrial fibrillation procedure, st increased occurred due to "air embolism" during left atrium contrast. It was noted that the patient's heart rate also decreased and recovered by drug administration. It was thought that there may have been an issue with the port of the agilis sheath. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.